Event description:
It was reported that a device was unable to be interrogated. The device was able to be successfully interrogated when the pt was moved to a different room.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.